Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing. X-ray imaging revealed the lead had fractured due to clavicular crush. A lead revision procedure was scheduled. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.